Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the surgeon took the staple retaining cap from the tsw35 and placed the stapler over the tissue. The surgeon closed the jaw of the instrument using the 1st closing handle and then fired the 2nd firing handle. The instrument jammed after firing the proximal end staples, and would not continue through full firing range. The case was completed by using another instrument. There was no consequence to the pt.